Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: when the hospital staff turned on the c1, the screen remained black and the alarm continued to sound. After he or a short wait and pressing the power button again, c1 started up normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: when the hospital staff turned on the c1, the screen remained black and the alarm continued to sound. After he or a short wait and pressing the power button again, c1 started up normally. No patient involvement.